Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 6. The reporter alleged that after a battery low on meter, replaced meter battery, and is now getting an error 6. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.